Manufacturer narrative:
E1: initial reporter address (B)(6).

Event description:
It was reported that the patient experienced ventricular fibrillation. The 90% stenosed target lesion was located in the severely tortuous and severely calcified mid to distal right coronary artery. A 1.50mm rotalink burr and a rotawire were selected for use. During the procedure, when the rotalink burr was applied into the target lesion, it was noted that the patient's condition suddenly changed and became ventricularly fibrillated. Then, the guide was removed and when the coronary artery was checked under fluoroscopy, it was noted that the rotawire became separated. The location of the separation was not where the burr was over rotawire. The device was removed from the patient's body using snare and the procedure was completed with the original device. No further patient complications were reported. It was further reported that ventricular fibrillation occurred during rotablation with the rotalink burr and that the rotawire separated immediately after ventricular fibrillation occurred. When the rotawire separation occurred, it was noted that the distal end of the rotawire inserted into the coronary artery was not stuck on the target lesion. Then, the guide catheter was removed from the patient's body and the coronary artery was checked under fluoroscopy, where it was noted that the rotawire became separated. The rotawire was completely removed from the patient's body and the patient was good post procedure. No further patient complications were reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the patient experienced ventricular fibrillation. The 90% stenosed target lesion was located in the severely tortuous and severely calcified mid to distal right coronary artery. A 1.50mm rotalink burr and a rotawire were selected for use. During the procedure, when the rotalink burr was applied into the target lesion, it was noted that the patient's condition suddenly changed and became ventricularly fibrillated. Then, the guide was removed and when the coronary artery was checked under fluoroscopy, it was noted that the rotawire became separated. The location of the separation was not where the burr was over rotawire. The device was removed from the patient's body using snare and the procedure was completed with the original device. No further patient complications were reported.